Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the sensation coming from the pump was due to the patient. Specifically it was reported that the doctor thinks the sensation is nerve pain from their radiation treatment for lung cancer. The patient believed the geek squad from best buy was controlling his pump remotely causing shocks. The pump was turned off but that didn't resolve the issue. It was reported for the time being the patient had it turned back on and has had no further complications. The patient weighed (B)(6) pounds. It was also reported the patient goes back and forth about having the pump removed but had recently decided to keep it.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for cancer chemotherapy. It was reported shocking was coming from the pump, and other that another sensation was coming from the pump. The patient stated that they wanted their pump tuned off immediately and wanted instructions on how to turn it off use the personal therapy manager (ptm) or remotely. The patient stated they are experiencing electric shocks in feet and all over the place. The shocking gets strong all at once and then gets kina of weak; however the shocking is occurring all the time. The patient also mentioned having a lot of pain and said the pump was not working right. The patient was to follow up with healthcare professional (hcp). The patient saw their hcp this past (B)(6) 2017 and the hcp increased the dose. The pain was worse since the increase. The patient also stated it was just turned back on 2.5-3 weeks ago. The patient mentioned shocking to hcp and the hcp stated that the shocking was not possible. The patient experienced shocking and pain and was noted as a sudden change in therapy/symptoms. The patient mentioned at times it feels weak, however they feel shocking all the time. The patient was extremely upset about the situation. Event date was (B)(6) 2017 (since receiving the pump). No further complications were reported/anticipated.